Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a remote monitoring alert for a high out of range pace impedance measurement on the right ventricular (rv) lead. The specific measurement value was not available on the remote monitoring system. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that they could perform a patient-initiated interrogation (pii) of the device to get the out of range measurement value and to see what the pace impedance measurement is currently. Ts noted that based on the impedance trend, there was one recent increase in pace impedance from the baseline of approximately 500 ohms to 785 ohms. Ts questioned if this may be a device header spring contact issue. No nose was observed on stored electrograms. Ts explained to the hcp that they will have to bring the patient into the clinic eventually to clear the alert condition but provided guidance to start with the pii and go from there. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a remote monitoring alert for a high out of range pace impedance measurement on the right ventricular (rv) lead. The specific measurement value was not available on the remote monitoring system. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that they could perform a patient-initiated interrogation (pii) of the device to get the out of range measurement value and to see what the pace impedance measurement is currently. Ts noted that based on the impedance trend, there was one recent increase in pace impedance from the baseline of approximately 500 ohms to 785 ohms. Ts questioned if this may be a device header spring contact issue. No nose was observed on stored electrograms. Ts explained to the hcp that they will have to bring the patient into the clinic eventually to clear the alert condition but provided guidance to start with the pii and go from there. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Information indicates that the device will be returned to boston scientific. When additional information becomes available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a remote monitoring alert for a high out of range pace impedance measurement on the right ventricular (rv) lead. The specific measurement value was not available on the remote monitoring system. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that they could perform a patient-initiated interrogation (pii) of the device to get the out of range measurement value and to see what the pace impedance measurement is currently. Ts noted that based on the impedance trend, there was one recent increase in pace impedance from the baseline of approximately 500 ohms to 785 ohms. Ts questioned if this may be a device header spring contact issue. No nose was observed on stored electrograms. Ts explained to the hcp that they will have to bring the patient into the clinic eventually to clear the alert condition but provided guidance to start with the pii and go from there. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this crt-d device was subsequently explanted and replaced. Additional information from the boston scientific field representative indicates the physician initially intended during this procedure to only replace the left ventricular (lv) lead, which exhibited high threshold measurements, with a lead implanted in the conduction system left bundle branch (lbb). Two leads were attempted to be implanted in the lbb; one was a boston scientific lead, and the other was another manufacturers lead. However, the attempted lbb leads exhibited high threshold measurements with no capture at times and there was no significant improvement with shortening the patients qrs complex. As a result, the physician decided to implant a new lv lead with an is-4 connector type to provide more lv pacing options, so a new crt-d device was required to be implanted too. In addition, the rv lead remains implanted and in-service, connected to the replacement crt-d device. As part of this procedure, the rv lead pace impedance measurement was documented to be 408 ohms when connected to the replacement crt-d device. This is within normal pace impedance specification limits. There were no patient symptoms or adverse patient effects. It was noted that the explanting hospital has possession of the crt-d device and will send it back to boston scientific.